Event description:
In march 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was displaying only the date and time on the display. The patient reported that only the date and time were displayed on the reported meter each time he attempted to perform a blood glucose test. On february 26, 2006 the pt took insulin before bedtime, woke up during the night experiencing unspecified hypoglycemic symptoms. The patient took himself to the emergency room, where he was treated with glucagon. The patient was released from the emergency room after several hours the next morning. The customer service representative (csr) determined during the troubleshooting call the patient was unable to state if the battery symbol had been displayed. The csr was able to successfully tallk the patient through setting the meter and resolved the problem. The meter and control solution were replaced.